Manufacturer narrative:
The reported issue of the high o2 supply pressure alarm was unable to be duplicated at the repair center although the occurrence had been confirmed in the event log. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1: reporter information: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that a high o2 supply pressure alarm had occurred during pre-use checking. There was no patient involvement at the time the issue was discovered. No delay to therapy was reported.